Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that an unspecified number of angiocath 22ga x 1,00in 0,9 x 25mm experienced foreign matter contamination. The following information was provided by the initial reporter: the surface of the catheter has small blisters that are easily removed when pulled when applying small forces such as light friction with the fingers in a pinch position.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of angiocath 22ga x 1,00in 0,9 x 25mm experienced foreign matter contamination. The following information was provided by the initial reporter: the surface of the catheter has small blisters that are easily removed when pulled when applying small forces such as light friction with the fingers in a pinch position.